Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (12 mg/ml at 3.287 mg/day), baclofen (300 mcg/ml at 82.18 mcg/day), and bupivacaine (1.8 mg/ml at 0.4931) via an implantable pump for non-malignant pain. It was reported that the patient was experiencing increased back pain. Gradual increase in the residual volumes over past few months was noted. The physician was unable to specify the residual refill volume amounts. A dye study was attempted on (B)(6) 2021; however, they were unable to aspirate the catheter. There were no known factors that may have led or contributed to the issue. The patient will be sent for an MRI to assess for granuloma, although no symptoms of that was noted. Surgical intervention was noted to be planned; however, date had not been scheduled. The patient had no known medical history that was relevant to this event. The patient's status at the time of report was alive - no injury.